Event description:
Customer reported that she had unexplained high blood glucose and was hospitalized due to high blood glucose and dka. Customer stated that she was vomiting prior to hospitalization. Troubleshooting was performed, and the insulin pump appears to be programmed correctly. Nothing further was reported

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.